Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that there have been 3 similar issues with the vasoview hemopro 2 device. The most recent event occurred during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were lifting off of the jaws. The hospital reported no patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history the device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that there have been 3 similar issues with the vasoview hemopro 2 device. The most recent event occurred during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were lifting off of the jaws. There hospital reported no patient involvement.